Event description:
Had breast augmentation approximately seven years ago, the right side of my breast augmentation presented side effects immediately. Over the years my health has deteriorated, have never heard of breast implant illness until last month while speaking to my plastic surgeon. I assumed my symptoms were caused by stress, I would never have imagined that there are thousands of other women with the same symptoms as me. I was diagnosed with fibromyalgia in 2017. I refuse to believe that is the case, they now want to test me for ms and also refuse to believe. I am 100% certain that the implants inserted have caused me severe immune damage and caused a great deal. Of emotional, psychological, and physical pain to me and my family. A date has been set to have them removed (B)(6) 2019. Had the accurate proper research being available for me to research I would never have chosen to put implants in my body.